Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint by the customer reporting the "check vent: backup alarm failed" on a v60 device. The system was not in clinical use; there was no reported harm to patient/user. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue, the asp reseated power management (pm) board connections. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.